Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2028). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and fifteen days post a chronic catheter placement via the right external jugular vein, while administering red blood cell transfusion, purpura appeared along the catheter subcutaneous tunnel. It was further reported that when contrast was administered through the catheter, subcutaneous contrast leakage was allegedly confirmed from the catheter under the skin of the neck. Furthermore, the central venous catheter allegedly had a break. In addition, a small amount of fluid leakage was allegedly confirmed from the white line of the removed catheter. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 7f hickman d/l catheter in two segments were returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A complete circumferential break was noted on the distal end of the catheter and the distal catheter segment was returned and measured approximately 11.9cm in length. The edges of the complete circumferential break on the distal end of the catheter were noted to be uneven. The surface was noted to be glossy with striations throughout. The catheter was patent to both infusion and aspiration without issue. No leaks were observed during tests. Therefore the investigation is unconfirmed for the reported fracture issues. However the investigation is inconclusive for the reported leak issue as the exact circumstances at the time of reported event was unknown. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and fifteen days post a chronic catheter placement via the right external jugular vein, while administering red blood cell transfusion, purpura appeared along the catheter subcutaneous tunnel. It was further reported that when contrast was administered through the catheter, subcutaneous contrast leakage was allegedly confirmed from the catheter under the skin of the neck. Furthermore, the central venous catheter allegedly had a break. In addition, a small amount of fluid leakage was allegedly confirmed from the white line of the removed catheter. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 7f hickman d/l catheter in two segments were returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A complete circumferential break was noted on the distal end of the catheter and the distal catheter segment was returned and measured approximately 11.9cm in length. The edges of the complete circumferential break on the distal end of the catheter were noted to be uneven. The surface was noted to be glossy with striations throughout. The catheter was patent to both infusion and aspiration without issue. No leaks were observed during tests. Therefore, the investigation is unconfirmed for the reported fracture and leak issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 07/2028). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and fifteen days post a chronic catheter placement via the right external jugular vein, while administering red blood cell transfusion, purpura appeared along the catheter subcutaneous tunnel. It was further reported that when contrast was administered through the catheter, subcutaneous contrast leakage was allegedly confirmed from the catheter under the skin of the neck. Furthermore, the central venous catheter allegedly had a break. In addition, a small amount of fluid leakage was allegedly confirmed from the white line of the removed catheter. Reportedly, the catheter was removed. There was no reported patient injury.